Event description:
22g IV catheter broke upon attempted IV removal. The clear catheter portion broke apart from the blue hub. The patient was taken to the ir lab for retained foreign body retrieval. The foreign body was removed completely. Both parts of the broken IV catheter have been kept in an attempt to send back to the manufacture from inspection. Broken piv catheter fragment retained in the vein. Bedside rn removed dressing on rt forearm piv to assess leaking, noted that hub broke off from catheter, and catheter appears to be retained in the body. Rn called vad to assess. Vad asked rn to apply tourniquet to rt upper arm, immediately came to bedside. Pt is calm, no distress. Vad can see catheter fragment on us retained in lower rt forearm cephalic vein, I marked location with sterile skin pen. This vad rn remained at bedside, continuously monitoring pt, kept tourniquet on rt upper arm, applied hand tourniquet to upper forearm, periodically checked that catheter piece remained in same place on us, ensured that pt kept rt arm still/relaxed and did not get out of bed, had pt call her mom so I could update her and ask her to come back to the hospital. Covering mds (intern, fellow, attending) came to bedside to assess and update, state ir team will come in emergently to remove catheter fragment. This vad rn remained at bedside continuously monitoring pt until or was ready, also transporting pt to pre op and giving report to ir doctor, until pt wheeled to or room by physicians. Pt remained calm with no distress. Ir doctor has broken catheter pieces, will investigate and escalate incident, contacting the appropriate parties and manufacturer as well. This is all the information available.